Event description:
The customer reported a loss of audio on the mx40 telemetry device. The device was not in clinical use.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.